Event description:
It is reported that the customers insulin pump battery power dies without sending a low battery alert. The patient's blood glucose level was at 180 mg/dl. The customer states that the insulin pump devise is not damaged in anyway and that the pump had a brand new set of batteries installed in it. Customer states that it is the second occurrence that the power to the insulin pump shut off without signaling a low battery warning. A new insulin pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).